Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the device at first was powering on but only on battery, it would not turn on when plugged in. Device will now not turn on at all. Informed customer that it could be several things and without power, it would be hard to troubleshoot. The customer stated the green light-emitting diode (led) does power on when plugged in but not the battery led. Confirmed battery is plugged in. Suggested to customer to try a different power cord and different battery if possible; could be possible power issue with either, power supply, power management (pm) board, ac inlet, power cord, or battery. The customer will troubleshoot some more and callback if further assistance is needed. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.